Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device weighed 307.2 grams. The gel appears clear. No foreign material was observed within the device or on the shell surface. Pe discovered several creases on both views of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were discovered. Complaint was not confirmed. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. According to the information received, it was reported a rupture on a breast implant. Pe discovered several creases on both views of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were discovered. Complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 300cc and experienced bilateral ruptures post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2017. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4). On 9/11/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.